Manufacturer narrative:
H10: additional manufacturer narrative: the DHR was performed and no related nonconformances were found. The valve passed flow and coaptation testing and all other relevant leaflet inspections. A definitive root cause for the regurgitation and leaflet anomaly could not be conclusively determined, however it may have been due to patient and/or procedural factors. Based on the information available, a manufacturing defect has not been confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (type of investigation)

Manufacturer narrative:
Additional manufacturer narrative: echo images were provided. As per echo review, severe central (intra-valvular) mitral regurgitation was observed on iotee. Based on the submitted images, one leaflet (in a lateral position, presumably l3) had normal appearance and motion, but a second leaflet (presumably l1) exhibited abnormal motion with reduced diastolic opening. Based on the submitted images, it was not possible to discern whether abnormal leaflet motion was due to an abnormality extrinsic to the bioprosthesis (suture loop[s], subvalvular interference) or intrinsic to the bioprosthesis. Incidental note was made of a trial leak, probably due to a very small cuff leaf or a very small paravalvular leak. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 7300tfx31 implanted in the mitral position was explanted at implant due to an intra-valvular leak observed on echo after going off cpb. The valve was explanted after the superior vena cava cannulae was removed. The valve was implanted via a full sternotomy approach. As reported, it was verified that the tricentrix holder was well deployed prior to implantation and the valve was inspected once the tricentrix holder was deployed. It was removed once all the sutures were tied and cut. There was no reported difficulty while using the tricentrix holder. Pledgeted u sutures were used while suturing the valve to the patient's annulus. Only the native posterior leaflet was spared with the chordae. The physician's assessment of patient's ventricular function at the time of the echo was 30% ejection (severe intravalvular leakage). On explant, it was observed that one of the three leaflets would stay opened and looked 'rigid'. This would be visibly observed after the device was explanted. None markings were noted on the leaflets near the commissure posts and no suture loop was suspected. A magna mitral ease valve one size smaller (29mm) was implanted in replacement with no resultant leakage observed on echo. As reported, the patient suffered injury due to the longer cross-clamp time. Several adverse events occurred: systemic inflammatory response syndrome, acute renal failure and dependence on vasopressors amines.

Manufacturer narrative:
H3: evaluation summary: customer report of intra-valvular leak could not be confirmed through visual observations. X-ray demonstrated wireform intact. All three leaflets appeared darkened and stiffened due to dehydration. Sewing ring was cut in multiple areas around the valve and wireform was exposed around leaflet 1 on the inflow aspect. Functional testing could not be performed due to valve condition as received.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (type of investigation, investigation findings, investigation conclusions). Customer report of intra-valvular leak could not be confirmed through image evaluation of provided photo. One color photo of explanted valve inflow aspect was provided. Valve sewing ring cloth had multiple cuts around the valve on the inflow aspect. Wireform appeared exposed around the inflow aspect of the valve. Investigation is limited because the device was not returned for evaluation. The DHR was performed and no related nonconformances were found. The valve passed flow and coaptation testing and all other relevant leaflet inspections. A definitive root cause for the regurgitation and leaflet anomaly could not be conclusively determined, however it may have been due to patient and/or procedural factors. It is possible that the leaflet was restricted by suture loop or chordae entrapment. Based on the information available, a manufacturing defect has not been confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.